Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 04/11/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"Customer reported: I tried injecting using these needles and it, in turn, led to the blood coming out of the body, and it became a cause of lipohypography. I suspect these needles are not sharp enough. Later, I found out that one of the needles had a leakage near the needles and insulin was coming out of it. There was no damage to the product at all times. The packaging had no dent/mark on it. It happened twice only. The product was the only cause of the injury. The body surface swelled/blood clots when I injected my insulin with the affected needle. I took out a needle from the box with the reference n42007, and inserted it carefully on the novarapid pen, and then I injected the needle 90 degrees straight, slowly to my body surface. There was some pain while I injected the needle unusually & I injected the insulin nicely. Later, blood was coming out of the injection site when I slowly took the needle out of my body. The injection site is marked with the green label in the picture. During the event, there was blood coming out of the body, and the body site swelled with blood patches on the surface as you can see in the picture. It is painful. I injected it into the left leg. Thankfully, I did the first aid with a band-aid. There was no prescribed medication involved as I did not get a chance to see a doctor.

Manufacturer narrative:
This supplemental report is being submitted to correct previously submitted information. MDR report number 3014312726-2024-00201 was submitted in error. The associated complaint involves a product distributed outside of the united states, with no similar device currently marketed in the u.s. There was no involvement of serious injury or death.